Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. The broken blade was returned for investigation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch l9276d.